Event description:
It was reported the customer detected an issue regarding the thickness of the graft procured using the dermatome device; one side is different from the other. No information regarding patient impact has been provided at this time. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.